Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. Inspection of the fluid path components found the external soft cannula to be kinked and damaged. Fluid was observed to leak from a tear in the damaged portion of the external soft cannula. The timing and cause of the soft cannula damage could not be determined. Inspection of the formed needle found the tip of the formed needle to be squared off and inadequate.